Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of explant is estimated.

Event description:
It was reported that the patient experienced recharge burden resulting in the ipg becoming inoperable. Surgical intervention took place to replace the patient's ipg with another manufacturers device. Surgery addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.